Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer verified the reported issue. During inspection and testing of the system it was found that the locking mechanism closed very sluggishly. The solenoid was replaced to addressed the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, a failure analysis for the suspect part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.